Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. Manufacturer's analysis was unable to confirm the customer comment that the epg was skipping numbers on sensitivity. It was also indicated that the case, hanger assembly, and keypad were damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken output connectors and was skipping numbers on sensitivity. The epg was returned for service. There was no patient involvement.